Event description:
The patient's mother reported that the pump rebooted without user intervention. She states that when the patient tried to give a bolus dose the pump would shut off. The bolus dose was not given. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box revealed that the power reset several times on the pump due to a "replace battery" and one unexplained alarm. There was no damage found to the battery compartment or battery cap. The battery cap was found to tighten securely to the pump and the yellow o-ring was not visible. The battery cap was able turn without power loss. The rewind, load, and prime steps were performed on the pump with no power loss issues. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of power issues. The electrical current was found to be within normal specifications. The pump's casing was removed and no power circuit issues were found. Unrelated to the complaint, evaluation revealed a vibration motor failure. This malfunction is not likely to cause an adverse event because the audible alarm mechanism still functions and will still alert the user should the pump emit an alarm.